Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned the device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported death cannot be determined. However, death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Outcomes to adverse event, date of event, implant date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided. Literature attachment. Article title: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failure.

Event description:
This is being filed to report the death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr). The mitraclip was successfully implanted reducing mr from 3 to 1. Three days post-procedure the patient was discharged in stable hemodynamic condition. Three months post procedure the patient died from unknown causes. No additional information was provided. Details are listed in the attached article: mitraclip therapy in critically ill patients with severe functional mitral regurgitation and refractory heart failure.